Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that it was partially deployed. The complete suture with the posterior needle tip was partially loaded in the device. The posterior cuff with the link was still in the foot pocket and its cuff tabs were undisturbed. The anterior cuff had detached from the needle tip. One of the anterior cuff tabs (approx. 0.01 by 0.01 inches) had broken off and was not returned with the device. These finding are consistent with and confirm the reported posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. Because the needle did not engage with the posterior cuff, the cuff was not ejected from the foot. As the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger resulting in the anterior cuff detaching from the needle. The posterior cuff miss resulted in an anterior cuff to needle tip detachment would prevent the suture from being harvested from the device. During testing, the returned plunger was inserted into the device and the needle trajectory, depth and mandrel were acceptable. The needle trajectory of each device is inspected twice during manufacturing. The posterior foot was examined and no needle strike marks were detected indicating the posterior needle was deflected outside of the foot pocket during deployment. A cuff-miss can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. The needle trajectory of each device is inspected twice during manufacturing. No manufacturing or quality issues were detected. Based on the analysis of the device and the inspection criteria the cuff miss experience appears to be related to the operational context during use of the product. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician, trained in the use of the perclose proglide, attempted arteriotomy closure of a mildly calcified femoral artery after an interventional procedure. Reportedly, when the plunger was removed, the suture was not retrieved. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.